Event description:
This event was reported to the FDA under mw5106400. It was reported that a female patient who underwent breast surgery with two unspecified gel breast implants experienced fibromyalgia, pain, fatigue, brain fog, numbness in hands, numbness in feet, weakness in arms, tinnitus, dizziness, feeling of dying, nausea, night sweats, heart palpitations, yeast infections, difficulty swallowing, migraines, insomnia, body temperature issues, irritable bowel syndrome, muscle twitching, hard to take a deep breath, hair loss, dry hair, brittle hair, cottonmouth, sinusitis, purple moon on nails, tendinitis, neuropathy, urinary tract infections, dehydration, nodule on adrenal gland, hearing loss, depression and inflammation post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).